Event description:
Kimberly-clark received a report stating patient required re-intubation due to an air leak. Patient was urgently re-intubated. The new tube had an air leak and upon removal there was noted to be a tear in the cuff. It is unknown if cuff integrity was evaluated before intubation. Patient was re-intubated with a 3rd tube. Patient was stabilized and there was no injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Evaluation of the returned sample confirmed that the balloon/cuff was damaged, but the source of the damage could not be determined. It is not known if the cuff was checked for integrity before intubation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.